Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Update: (B)(4) 2013: litigation papers received. Litigation alleges discomfort and metallosis. There is no additional information that would affect the outcome of this investigation. Update rec'd (B)(4) 2013: pfs and medical records received. A post-op x-ray showed the most lateral screw to be proud. A screw has now been reported. Revision operative notes indicated synovitis and confirmed metallosis. Right side was also indicated. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4).2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.